Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and transvenous implantable lead arrived at the emergency room. Interrogation revealed a shorted lead message and non conversion of ventricular tachycardia (vt). The arrhythmia spontaneously converted. In addition, this transvenous implantable lead exhibited loss of ventricular capture. The device was explanted and a new device was implanted. The lead was capped and a competitive lead was implanted. The device was returned for analysis.